Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged because no data could be transferred to the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was not confirmed during evaluation of the returned heartmate 3 system controller. The downloaded event log file contained approximately 2 hours of data while the controller was in use on 27oct2022 (11:11:35 to 13:09:32 per timestamp). The pump maintained a speed above the low speed limit while the driveline was connected, and no atypical alarms were observed. The driveline was disconnected at 13:07:53 on 27oct2022, in what appears to be related to the controller¿s exchange. The periodic log file was also downloaded from the controller and was found to contain no data. An empty periodic log file is a known cause of data transfer issues with the heartmate touch, and this aspect of the reported event has been addressed under the investigation of the heartmate touch. The returned system controller was functionally tested and found to perform as intended. The controller was able to support a pump for an extended period of time without issue, and atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event could not be conclusively determined through this evaluation. If the modular cable returns for analysis, this complaint will reopen to address the findings of the evaluation. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including driveline fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿equipment maintenance¿ instructs users to regularly inspect all equipment, including their system controllers, and to avoid using any equipment that appears damaged. The heartmate touch hm 3 lvas IFU describes how to appropriately set up the heartmate touch for use with the hm3 controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.